Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
The user reported difficulty removing the cartridge from the ilet device. The user was advised to push in while turning, after which the cartridge was removed successfully. No further issues were reported, and blood glucose was not affected.